Event description:
Cassette alarms resulting in a delay in therapy. The report stated, "problem appeared when correctly primed set, placed into pump, pump showed error: stopped system retest required, when staff reset pump and opened door and checked cassette same error occurred multiple times. When they tried a set from a different batch in the same pump - the set and pump worked with no problem." Upon further query the following info was provided: the customer reported that there was a delay in noradrenaline (nad) therapy. The nursing staff had to use "other methods/sets to give the nad infusion." Reportedly, "there was no direct adverse effect to the pt. The pt recovered well." Though requested, no additional info was provided.